Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on universal cord holder based on the results of the investigation, a probable root cause for the customer allegation could not be identified. Regarding the investigation finding a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image went black and turned off during inspection for use involving an olympus ultrasound gastrovideoscope. There was no patient involvement reported.